Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for movement disorders. It was reported the patient had their device replaced because their health care professional (hcp) had tried different programs/settings and could not get therapy to help the patient. They were hoping a new battery would help them. They were not sure if the ins was "faulty" or what the problem was.